Event description:
In 2002, an invance male sling was implanted. Info received from the pt indicating that his invance male sling was just not keeping him dry enough anymore. A revision surgery has not been determined at this time.